Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Tachycardia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported that during support of the impella 5.5 on (B)(6) 2025, the impella inserted smoothly with no issues, initial flow per dr. (B)(6) around 5 lpm. Drops being slowly weaned. Patient in stable condition and sent back to cardiovascular intensive care unit to await percutaneous coronary intervention. The patient had two ventricular tachycardia (vt) codes this afternoon with continued decompensation. However, the patient required more pressor support with additional runs of vt. After discussion with family, decision made to make patient comfort care. Impella support was discontinued. Prayers of comfort for family. The patient expired.